Event description:
Customer reported unit displayed error messages during case. Customer reported the system and unit had complete loss of power. The clinician switched to the bag position and manually ventilated the pt. There was no reported pt injury. Ohmedia's investigation into the reported occurrence is still ongoing.a follow-up report will be issued when the investigation has been completed.